Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father called in to report a keypad anomaly. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was informed that the product would be replaced.

Manufacturer narrative:
The insulin pump was received with no button response on the up arrow button due to flattened dome switch and the lcd board was fully unlocked during our visual inspection. Unable to perform displacement, rewind, prime, basic occlusion and occlusion tests due to unresponsive keypad also, unable to verify a33 alarms due to unresponsive keypad. The insulin pump had cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads and minor scratches on the lcd window.